Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to alleged pain and injury.

Manufacturer narrative:
Upon receipt of part and lot identification, it was noted the components were manufactured at zimmer biomet, (B)(4). Please reference manufacturing report number 0002648920-2016-00999 for further information.